Manufacturer narrative:
Needle in route to natus for investigation. Reviewed DHR records of lot and found no other failures of this nature. No other similar events for this product have been reported. For this event, the doctor noticed the needle separation and did not herself.

Event description:
Doctor was using a natus monopolar needle and when the doctor tried to detach the cable from the needle, either the hub separated from the needle or the needle stayed with the cable. Doctor could have stuck themselves with the needle.